Event description:
It was reported that the customer experienced unexplained high blood glucose levels for 5 days. The blood glucose reading was 10.3 mmol/l. The caller stated that she had tried all troubleshooting remedies but still believed there was something wrong with the insulin pump. She stated that the device was working but was not delivering to its fullest potential. She stated that she treated with a bolus but this did not lower the blood glucose levels. She noted that she did not feel well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.